Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that the pump handle is broken. This condition was found in the pediatrics department during set up. This had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with the handle broken was confirmed during product evaluation. The root cause of the reported problem was determined to be broken door latch. Appropriate action was taken to correct the reported problem by replacing the main door.